Event description:
It was reported that when the device was used during a laproscopic gastric bypass procedure, the device did not make a complete firing. Finished the case by hand suturing. There were no consequences to the pt.